Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited an inductive telemetry issue due to interference from the patient's impella heart pump. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly. No further information was received.